Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image in the hard drive was reloaded and reconnected. The system was tested and found to be working as intended and put back into service.